Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03-apr-2024. The device evaluation was completed on 22-apr-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that one of the splines was partially separated with internal components exposed. No other anomalies were observed. Also, deflection testing was performed and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The deflection problem reported was confirmed and the spline condition detected is not related to the failure mode reported by the customer. It should be noted that this condition was not initially reported. The potential cause of both failures cannot be determined with the available information. The instructions for use have the following recommendations: collapse the splines together using the insertion tube prior to insertion. Advance the insertion tube along the catheter shaft to collapse the splines together prior to insertion into the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes:-investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿one spline partially separated with internal components exposed¿. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿puller wire broken¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified one of the splines partially separated with internal components exposed. Initially reported a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-apr-2024, one of the splines was partially separated with internal components exposed. This event was originally considered non-reportable, however, bwi became aware of one of the splines partially separated with internal components exposed on (B)(6) 2024 and have assessed this returned condition as reportable.